Event description:
The reporter stated that the surgeon was inserting a aa4203tl toric single piece silicone lens into patient's eye and the lens tore. The surgeon enlarged the incision minimally to remove the lens and replaced it with another model lens. No suture required.

Manufacturer narrative:
H6: evaluation code: results: (other) - a visual inspection of the returned product shows the lens has a small piece of the optic is torn off and is missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product , a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.